Event description:
The customer reported they could intermittently not save images to the system. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The usb port and the keyboard were replaced during the service call. The system was tested and found to be working as intended and put back into service.